Manufacturer narrative:
Product evaluation: complaint history and product history records could not be reviewed because the complaint was opened from a comment about a (B)(6) video. Lot numbers or any identification traceable to the manufacturing documentation was not provided. Root cause has not been identified. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that he saw a video on (B)(6) regarding a surgeon that had explanted iol's with multiple issues. The patients experienced glare and halos and the people tested 20/20 but were not happy.